Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted from this event. Additionally, a review of the complaint history identified no other complaint reported from this lot. All available information was investigated and the reported single leaflet device attachment/slda was due to challenging patient anatomical condition. The reported unexpected medical intervention and hospitalization were a result of case specific circumstances as two additional clips were implanted reducing the mitral regurgitation (mr) to grade 3. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr), with an mr grade of 4+. The clip delivery system (cds) was implanted in a2/p2 without issue. However, the clip detached from the anterior mitral leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Another clip was implanted lateral to stabilize the slda clip. The slda clip remained mobile; therefore, a third clip was implanted medial on a3/p3 stabilizing the slda clip and reducing mr to 3. The patient remained in stable condition. There was no additional information was provided.